Event description:
The advocate stated the customer tested his blood glucose using his 2 contour meters and received readings of 29 and 126 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.